Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right external iliac artery. After inserting a 6f non-boston scientific (bsc) introducer sheath, the lesion was crossed with a 0.035 non-bsc guidewire. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 1 second, the balloon ruptured and a pinhole was noted at the middle part. The device was removed and a non-bsc balloon catheter was inflated at 14 atmospheres. The contrast agent was confirmed and the procedure was completed as good dilatation has been obtained. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).